Event description:
The customer reported that the blue jaw surface piece fell off inside the patient and was retrieved. A second device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.